Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by inspection of the device. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. One long str hex screwdriver 3.5mm was returned and evaluated. Upon visual inspection the device tip had fractured. The handle shows impact marks and the shaft shows wear from use. The fracture surface artifacts suggest bending overload fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the initial surgery, the tip of the hex screwdriver broke. No adverse events have been reported as a result of the malfunction. Attempts were made to obtain additional information; however, none was available.